Event description:
It was reported that the sensor calibration failed in an arctic sun device. Per review of wo on 14apr2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that they found a ud4 preheat time out error caused low flow found due to faulty circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Ud4 preheat time out error due to failed circulation pump. No repairs performed due to device age. Device will stay unrepaired at the hospital. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensor calibration failed in an arctic sun device. Per review of work order on 14apr2025, there was no patient involvement. Per sample evaluation results received via task on 27may2025, it was reported that they found a ud4 preheat time out error caused low flow found due to faulty circulation pump.